Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 alarm. Troubleshooting was performed and found that the customer received pump error 37. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and insulin pump will be returned for analysis.

Event description:
Pump was returned for failure analysis.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. Unit failed to pass the self test due to pump error 63 occurring during testing. P-cap was attached and locked in place properly. No pump error 37 noted during testing. Unit was successfully downloaded using thus for history file and trace file. Pump error 37 occurred on (B)(6) 2023 13:41 during event date in trace file. Pump error 63 variable (03) on (B)(6) 2023 11:06 & (B)(6) 2023 09:22 in history files and traces. Pump error 53 (file#2005 line#5632) occurred on (B)(6) 2023 12:19 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture on the pcb 1 and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label. P-cap was attached and locked into place properly. Pump error 37 is confirmed due to being found and due to motor anomaly. Pump error 63 is confirmed due to being found in history files and traces and due to cracked soldered joint at u1 pin (06). Pump error 53 is confirmed due to being found in history files and traces and due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.